Event description:
Report received that a patient's lead was replaced due to high impedance. The patient's generator was also replaced prophylactically. The lead and generator were disposed and not returned to the manufacturer. No further relevant information has been received to date.